Event description:
Additional information was received from the physician which revealed that the patient's generator extrusion was first observed approximately on (B)(6) 2012. The physician reported that he is unable to determine the relationship of the generator extrusion to vns or if patient manipulation or trauma occurred that may have contributed to the event. In addition, he was unable to determine whether there were changes that preceded the onset of the generator extrusion. As of (B)(6) 2012, the wound appears to be improving, per the physician. No additional information was provided. Product analysis for the generator was completed on (B)(4) 2012. Results of diagnostic testing indicated the device was operating and communicating properly. The pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
The supplemental report #1 did not include the updated event date, as reported by the physician.

Event description:
After a patient had generator replacement surgery on (B)(6) 2011, the newly implanting generator was explanted on (B)(6) 2012 due to the generator "coming out of the incision." The generator was received by the manufacturer on 03/16/2012. However, product analysis has not been completed to date. The product return form confirmed the date of surgery as (B)(6) 2012, and it reported that the device was not replaced. Attempts for additional information from the patient's surgeon have been unsuccessful to date.